Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 11:37am. The patient stated that she obtained results of "177, 151 and 262 mg/dl" using the subject meter compared to results obtained using another device (results unknown), both sets of readings taken more than 30 minutes apart from each other. The patient manages her diabetes with humalog insulin. The patient stated that she took an increased dose of 5 units of humalog on (B)(6) 2015 at 12:30pm in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "stomach cramps, nausea, shaky, vision problems and couldn't wake up" on (B)(6) 2015 (time not provided) after the alleged inaccuracy began. The patient stated that she self-treated with glucose tablets and orange juice following advice from her hcp on (B)(6) 2015 at 12:27pm. The patient stated that her blood glucose was tested with another device on (B)(6) 2015 at 12:29pm and the result obtained was "27 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed symptoms suggestive of a severe low blood glucose excursion after the alleged inaccuracy began.